Event description:
A hospital in another country, reported that a heater wire alarm on the humidifier occurred when the rt105 was connected after one day in use. Our distributor performed a preliminary investigation where they checked the resistance of the heater wire on the returned device. They reported that they measured a resistance that was higher than other rt105 breathing circuits.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare, by a distributor in another country. The product is not sold in USA, but it is similar to a product which is sold in the USA. Actual device is being evaluated. Results: none to date. Conclusions:none to date.